Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an interrogation of the subject crt-d was performed on 30 march 2021 and the episodes recorded in the device memories could be seen during interrogation. However, they were not saved in the corresponding patient file.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an interrogation of the subject crt-d was performed on (B)(6) 2021 and the episodes recorded in the device memories could be seen during interrogation. However, they were not saved in the corresponding patient file.